Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked on (B)(6) 2016. The customers blood glucose (bg) level was not impacted due to the cracked touchscreen. Reportedly, the pump was still functional. The customer was unsure on how the touchscreen became cracked. In addition, during the call with tandem technical support, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers bg level was impacted 323 mg/dl. The customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.